Event description:
The user alleges that the nasal cannulae was being used on a pt while they were doing a temporal arterial biopsy. There was a flash fire and the nasal cannulae caught fire and melted. The clinician was using an electric cautery.